Event description:
The lead migrated a 90 degree angle at electrodes one and two. The device was reprogrammed and then lead replaced. Patient recovered without sequela.

Manufacturer narrative:
(B) (4).